Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve does not operate within the accepted tolerances in the horizontal position. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, deposits were found. To make the proteins / deposits in the valve more visible, they were colored using a staining solution. Results: based on our investigation results, we can determine an accelerated outflow in the valve. The determined deposits can be named as the cause for the accelerated outflow. Organic material in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav (#fv414tt) was implanted. According to the complainant, the shunt system caused an overdrainage. The patient underwent a revision procedure on (B)(6)2024. No patient complications were reported as a result of the revision procedure. The complainant device was returned to the manufacturer for evaluation. Same event as med.watch no.: 3004721439-2024-00367.